Event description:
The facility reported depleted battery alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there no reports of patient injury or medical intervention.